Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had some symptom return. They had been shaking and they felt a tingly feeling through their body. They noted feeling a zap sensation and their fingers tingled when they first turned the stimulation on. The patient noted they had doubled their normal dose of carbidopa and levodopa before calling. No further complications were reported as a result of this event. Concomitant medication includes carbidopa and levodopa.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the shocking was that the ¿dbs stopped working¿ probably due to their skipping 2 days of recharging. As an action to resolve the issue, the patient turned the device back on with the patient programmer. They immediately charged the ins back up and had no problems since. There were no further complications reported or anticipated.